Manufacturer narrative:
Block b3: exact date unknown, event occurred last week from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients midline incision had puss. There was no medical intervention provided.